Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On mar 09, 2009, the lay user/pt's daughter contacted lifescan (lfs) alleging that the pt's onetouch utlra2 meter was prompting an "error 1" message. Per the onetouch ultra2 owner's booklet, this error message indicates there is a problem with the meter. The medical surveillance specialist spoke with the pt on march 17, 2009 and obtained the following info. The pt's daughter reported that the alleged error message began to appear 2-3 weeks prior to contacting lfs. As a result of the issue, the pt discontinued testing her blood glucose; however, continued to take her usual dose of oral medication (glipizide and metformin) on a daily basis. Approximately 1 1/2 weeks after the issue started, the reporter stated that the pt developed symptoms of feeling dizzy, shaky and thirsty. The reporter further claimed that the pt did not know if her blood glucose was running high or low at the time she developed the symptoms because she was unable to test. The pt's daughter reported that the symptoms lasted approximately 1 day and disappeared without any form of treatment. On an unspecified date/time, after the alleged issue began, the reporter claimed that the pt was tested with her nurse's meter and obtained a "normal" blood glucose reading at (result unk). At the time of troubleshooting, the cca noted that the alleged error message remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.